Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge or power on despite placement on the charging pad, which showed a solid indicator light and an on-screen charging message, and the user attempted multiple power sources per guidance; this aligns with a charging problem associated with the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.